Event description:
It was reported that the device exhibited post pact t wave oversensing. Programming change was discussed. There were no adverse health consequences, the patient was stable.

Event description:
New information received indicated that the patient presented to the clinic on (B)(6) 2024 and programming changes were made to address post paced t wave oversensing that was initially observed via remote transmission. The patient was asymptomatic.